Manufacturer narrative:
H6: visual findings observed a gouge on the upper left corner of the front of the unit, black sharpie written on front and side of unit, and aa batteries received inside of unit. Evaluation found the units recording message played with static noise but passed all other functional testing. If there is static when the message plays, the alarm will still alert the caregiver of a patient exit. Being that the unit is more than four years old, it is likely the cause is expected normal wear and tear. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Additional product returned. Alarm sn (B)(6). Per the customer: earlier in the month, in the first week of june, we had two instances where we found patients out of their seatbelts, but the alarms were not sounding. Upon review we found that the belts were torn, at what appears to be a seam. Neither belt was tight or mounted in an unusual way. 1st belt: lot 3304t084. 2nd belt: lot 4059t038. Then, a week later (6/12), we had a patient fall. The patient had removed their seatbelt, the alarm sounded briefly and then stopped. Our nurse manager and therapy manager assessed the box and out of 4 attempts to trigger the alarm, it only worked properly once. Belt lot 3304t084.